Manufacturer narrative:
This report was resubmitted at FDA request to correct a discrepancy in MDR #s. This report was originally submitted under the MDR # of 1720753-2011-085783 on (B)(6) 2011. A ge service representative performed an onsite investigation. The connectors of the camera and the image intensifier power supply were removed and re-inserted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's left monitor would not display an image when trying to perform fluoroscopic x-ray. No pt injury was reported.